Event description:
Patient was found out of vail bed and on floor. Patient was unable to get up. Staff had to get patient off floor. There was no injury noted. Patient leaned against the side of the bed and the zipper on the vail bed split open. Had to get another vail bed due to the faulty zipper on this one.